Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous lesion in the tibial artery. It was observed that the coating at the tip of an ht command es guide wire (gw) was discolored for approximately 2 to 3cm. It also felt rougher compared to the rest of the hydrophilic coating. The gw met resistance with a 3x60mm armada 14 balloon dilatation catheter (bdc) and the hydrophilic coating was peeling off very quickly and sheared off once removed from the anatomy. A non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The armada balloon dilatation catheter referenced in will be filed under a different manufacturing report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a difficult to advance balloon over the guide wire include, but are not limited to, procedural contaminants in the guide wire lumen, inner diameter of the guide wire lumen, outer diameter of the guide wire, and/or damage to the guide wire lumen or guide wire. Factors that may contribute to irregular texture and appearance include, but are not limited to, manufacturing damage, corrosion, improper storage, and/ or inadvertent damage to the device. Factors that may contribute to a peeled/ delaminated guide wire include, but are not limited to, the chemical composition of the coating, coating damage incurred during manufacturing, improper storage, damage incurred during shipping, and/ or damage incurred during use. In this case, there was no damage or anomalies noted to the guide wire during the inspection performed prior to use or during preparation for use which suggests that a product quality issue did not contribute to the reported difficulties. Based on the information provided and due to the device not being returned for analysis, it is unknown what may have caused the reported difficult to advance, irregular texture & appearance, or peeled / delaminated guide wire. Additionally, it should be noted that light or thin polymer coating is acceptable in accordance with internal manufacturing procedures and will cause the coating to look greyish in appearance, as the coils are visible. This may have contributed to the reported irregular appearance, light grey discoloration; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9, h3: device is not available for evaluation.